Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the lead was placed, contrast imaging needed to be performed using the guide catheter. It was performed through the flush port. At that time, blood splattered from the lead insertion hole. The physician felt that the hemostasis valve might have been loose. No patient complications have been reported as a result of this event.